Event description:
It was reported that during an atherectomy procedure, difficulty withdrawing the burr from the lesion was encountered. The pt presented with high grade stenosis of the right coronary artery (rca) with episodes of chest and jaw pain with markedly abnormal stress test. Following insertion of a temporary pacemaker in the right ventricle, a 2.0mm maverick balloon was used to advance the rotawire floppy guidewire past the tortuosity within the vessel. Following prep and testing of the burr to 175k rpms, the burr was advanced without incident. During ablation the burr stalled in the mid portion of the rca. Attempts were made to move the burr forward and back which were unsuccessful. An attempt was also made to use the dynaglide mode; however, the device remained stalled. The physician backed the burr out of the rca; however, the guide catheter was "significantly" deep-seated being sucked in by the burr being seated within the rca. Due to this deep-seating, a proximal dissection with slow distal filling of the rca occurred. Attempts were made to re-cross the dissection, but were unsuccessful. Due to some concerns about the pt becoming unstable, the pt was sent for surgery following insertion of an intraaortic balloon pump. Pt remained stable; however, the pt was having jaw and arm discomfort with some st elevation in the inferior leads. Pt was treated with CABG x2 using reverse svg to lateral circumflex and posterior descending artery and maze procedure. Pt status was reported as 'stable'.

Manufacturer narrative:
An initial examination was performed on the returned unit. The unit appeared to be within spec. The handshake connections of the advancer and catheter were disconnected and reconnected to verify the integrity of the handshake connections. A tug test was also performed; no issues were noted. The catheter sheath was inspected for kinks; none were found. The catheter unit was wire guided using a test guide wire; no problems were experienced loading the guide wire. The unit was wet tested at 170,000 rpm. The burr spun and advanced without difficulty. The burr was also stalled at 170,000 rpm; it recovered without any problems. The device history record review performed confirms that the device met all material, assembly and performance specs. No root cause can be determined as no issues were found with the device.